Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside catheter. The pipeline was not attached to the pushwire. The capture coil was found to be damaged. The ends of the pipeline were found fully opened with damaged braid. The catheter appeared to be accordioned distally. The catheter was tested with a mandrel and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline was released from the capture coil. It is possible that the damage to the capture coil and braid may have contributed to the reported issue subsequently causing the pipeline to be stuck in the capture coil during deployment. The catheter was also damaged. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received report that a pipeline device did not release during surgery. The surgery was discontinued. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted.the device involved in this event has not been returned for evaluation. The event cause could not be determined.(B)(4).